Event description:
It was reported that prior to starting a da vinci si surgical procedure the small clip applier instrument was noted to have a broken tip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that one of the clip appliers was broken. The damage was likely due to applying force normal to the grip while trying to install a clip. The other clip applier was bent at the midpoint. The bend could be replicated on another instrument by applying a load on the fixture that contained the clips during installation of a clip onto the grips. The evidence was inconclusive, but the damage was a result of misuse/user error. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.